Manufacturer narrative:
Returned device was examined visually by the naked eye and through magnification. Upon observation of the abutment screw was worn about the body and tip of the threaded region. The drive feature is worn but functional. The complaint was non-verifiable. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Manufacturer narrative:
No reported issue for abutment screws. This event is not a complaint. The event that was initially submitted on report MFR-0001038806-2017-00178 on may 8, 2017 no longer meets the criteria of a malfunction that would cause or contribute to a death or serious injury if it were to recur based on additional information received from the investigation of the device item. So this would no longer be a reportable event and no further submission will be needed for this device malfunction where a death and or serious injury was not reportedly associated with this event.

Manufacturer narrative:
Device lot # was not provided/unknown.

Event description:
The dentist reported that the iunihg does not retain the abutment. The abutment screw was placed on (B)(6) 2016.